Event description:
Any debilitating autoimmune symptoms associated with allergan cohesive textured implants used for reconstruction after full bilateral mastectomy. Will need to explant and undergo additional reconstruction surgery using own body tissue. Bizarre autoimmune symptoms and blood results and numerous specialists visits with no known diagnosis or cause. Chronic symptoms include: hair loss, joint pain especially neck, shoulders, lower back, blurred vision, vertigo-like dizziness, daily headaches, insomnia and internal silent tremors, these symptoms started about two years ago and have progressed since. The only thing that appears can be causing it are implants. I am (B)(6), healthy, athletic and have never had any underlying health issues. I have developed recently right breast pain and have scheduled to see my plastic surgeon next week. I have no doubt that my implants are the cause. FDA safety report ID # (B)(4).